Event description:
On april 13, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The meter involved with this complaint has been evaluated by lifescan product analysis on july 13, 2011 with the following findings. The meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was noted, when the test strips were evaluated on july 5, 2011 and error 4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. PMA: 510 (k) # is k093745.